Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, there was an incomplete staple line. No further details available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.